Manufacturer narrative:
(B)(4). Software investigation completed. System software log analysis found the logs did not contain anything that specifically indicated why the system unexpectedly exited. This issue will be continually monitored and trended in a medtronic software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative received a report from a site on (B)(6) 2015, the site staff selected the query retrieve (q/r) button in cranial and the software unexpectedly exited to the logo screen and remained there. In trouble-shooting, a medtronic representative recommended the navigation system be re-booted, normal function was restored. There was no patient present when this issue was identified.